Event description:
New information notes that the patient was fine before during and after the procedure.

Event description:
It was reported that an asymptomatic patient presented for a routine follow-up. Upon interrogation, the device was found to be in backup vvi. Further troubleshooting was not attempted due to low battery state. On (B)(6) 2017, the device was explanted and replaced.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a code corruption. Based on device settings, a longevity calculation was performed and found to be within expected limits.